Event description:
Same case as MDR ID: 2134265-2014-03131. It was reported that a broken coil occurred and snaring of a coil was performed. A 6mm x 20cm interlock and a 14mm x 30cm interlock were used for an embolization procedure. During procedure, two coils were deployed without any problem. Upon deployment of a 6mm x 20cm interlock , the coil was unable to release and pull back was performed. However, the coil "broke up in several filaments." The coil was withdrawn from the patient without complications after several attempts. Deployment of a 14mm x 30cm interlock was then attempted. It was then noted that the coil was unable to release out of the microcatheter and pull back was again performed. However, the physician experienced difficulty withdrawing the coil. A snaring device was then used to pull the coil back successfully. The procedure was stopped at this point. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03131. It was reported that a broken coil occurred and snaring of a coil was performed. A 6mm x 20cm interlock¿ and a 14mm x 30cm interlock¿ were used for an embolization procedure. During procedure, two coils were deployed without any problem. Upon deployment of a 6mm x 20cm interlock¿, the coil was unable to release and pull back was performed. However, the coil "broke up in several filaments". The coil was withdrawn from the patient without complications after several attempts. Deployment of a 14mm x 30cm interlock¿ was then attempted. It was then noted that the coil was unable to release out of the microcatheter and pull back was again performed. However, the physician experienced difficulty withdrawing the coil. A snaring device was then used to pull the coil back successfully. The procedure was stopped at this point. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The main coil was found to be stretched and kinked upon inspection. Due to the stretching of the coil there were only 8 fibre bundles present. A microscopic inspection was performed. The coil zap tip was inspected and no damage noted. The interlocking arm was missing from the main coil. The number of fiber bundles recorded was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu instructs the user to begin continuous flush before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in the inability to successfully deploy the coil. (B)(4).